Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens with diopter -11.0/+1.5/094 into the patient's right eye (od) on (B)(6) 2022. Within the initial surgery the lens was removed due to excessive vault. In a separate surgery that same day the lens was replaced with a shorter length lens. This resolved the problem. Cause reported as unknown.

Manufacturer narrative:
D4: unique identifier (UDI)# - d4: unique identifier (UDI) # (B)(4) should be added to the initial MDR. Claim # (B)(4).